Event description:
A customer called beckman coulter regarding 2 erroneously elevated accu tni results from 2 different pts that were generated by a unicel dxl instrument. Pt a had an accu tni result of 1.95 ng/ml. Pt b had an accu tni result of 0.59 ng/dl. Both elevated results were reported out of the lab. The accu tni result from pt a was questioned by the physician since the elevated result did not align with accu tni result from an earlier draw (0.04 ng/ml). The lab retested the pt sample (from 0530) and the accu tni result was 0.03 ng/ml. The lab released a corrected lab report for pt a. The accu tni result from pt b was questioned by the e.r. Physician since the elevated accu tni result did not match the pt's clinical profile. The lab released a corrected lab report for pt b. The customer did not receive any report of pt injury requirng medical intervention or change to pt treatment attributed to or connected with this event.